Event description:
Device malfunction: failure to deploy - thumb advancer. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment, resistance was felt and approx 1/4 inch of the exchange sheath splitting could not be completed. The device was pulled out of the vessel with the locator wings remaining deployed. Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.